Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to login and unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis technician was unable to login unable to authenticate. A technical support specialist logged into medstationes and the es server, observed that the user account was marked as 'already locked out' in medstationes, confirmed that the account was not locked on the es server, but found it locked in active directory, and informed the customer that their it team needed to unlock the account and noticed the it has resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Correction: section imdrf annex a grid a supplemental MDR was submitted to reflect the correct imdrf annex a grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to login and unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.